Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed nor similar incidents reviewed because the product was not returned for evaluation and the lot numbers were not reported. Medical review determined, it can be definitively stated that the perclose proglide was not a direct cause of the patient¿s death, though it may have been an indirect contributor to the patient's death. Though the patient¿s cause of death was not reported, it was stated that in addition to the series of IFU violations, the patient was of an advanced age and could not withstand prolonged surgical time and anesthesia; the unexpected addition of, the reported significant blood loss, blood transfusion, and vascular surgical repair increased the length of the time the patient was under general anesthesia. The patient effect of hemorrage/bleeding, tissue injury, cardiac arrest, and death are listed in the electronic perclose proglide instructions for use as potential adverse events of use of the device. Reportedly, the proglide smc device was used in the profunda artery without a prior femoral angiogram. It should be noted the electronic proglide instructions for use (eifu), states: do not use the perclose proglide smc system if the puncture site is located in the superficial femoral artery or the profunda femoris artery, or the bifurcation of these vessels, since such puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of small artery lumen). Perform a femoral angiogram to verify the location of the puncture site. In this case, the reported violation of the IFU likely contributed to the reported difficulties. Based on the reported information the cause for the difficulties, patient effects, and subsequent treatments are related to the circumstances of the procedure. In this case, a combination of patient age, anatomical conditions, procedure time, and user error all likely contributed to the event. In this case, the attempt of the third device into the calcified profunda, that was already partially closed with two sutures, likely lead to the complete separation due to manipulation during removal. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
H6: device code 1494 clarifier - incorrect anatomy. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that suture placement in the calcified right deep femoral artery was done with two proglide devices using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. The sheath was upsized to a 14f and the tavi procedure was completed. Reportedly, there were no issues with the first two devices. Post procedure, after the knots were tightened on the two pre-placed proglides, the physician opted to place a third device as complete hemostasis was not achieved. With the third proglide, after closing the lever (step 4), there was difficulty removing the device due to the vessel calcification and tortuosity. When the device was rotated, it separated completely and remained loose in the doctor's hand. The plastic part [distal guide] remained in the vessel and the metal [proximal guide] was in the surgeon's hand. As the device could not be removed, a vascular team was called in. During the surgery, vessel damage, believed to have occurred with the prior attempts to remove the device, was noted. The patient had significant blood loss and received transfusion. The device and all its components were removed from the patient anatomy, the vessel was repaired, and hemostasis was achieved with the surgery. The patient was transferred to the ICU; however, the patient went into cardiorespiratory arrest and died. It was reported that death occurred indirectly due to the device breakage as the patient could not survive the prolonged five-hour surgery. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 - failure to follow steps / instructions. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed nor similar incidents reviewed because the product was not returned for evaluation and the lot numbers were not reported. Medical review determined, it can be definitively stated that the perclose proglide was not a direct cause of the patient¿s death, though it may have been an indirect contributor to the patient's death. Though the patient¿s cause of death was not reported, it was stated that in addition to instructions for use (IFU) violations (incorrect anatomy, and failure to perform angiogram), and the likely use of excess force breaking the device, the patient was of an advanced age and could not withstand prolonged surgical time and anesthesia; the unexpected addition of, the reported significant blood loss, blood transfusion, and vascular surgical repair increased the length of the time the patient was under general anesthesia. The patient effect of hemorrage/bleeding, tissue injury, cardiac arrest, and death are listed in the electronic perclose proglide IFU as potential adverse events of use of the device. Femoral CT scan results noted calcification present at access site. It should be noted that the proglide IFU have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. Reportedly, the proglide smc device was used in the profunda artery without a prior femoral angiogram. It should be noted the electronic proglide IFU states: do not use the perclose proglide smc system if the puncture site is located in the superficial femoral artery or the profunda femoris artery, or the bifurcation of these vessels, since such puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of small artery lumen). Perform a femoral angiogram to verify the location of the puncture site. In this case, the reported violations of the IFU likely contributed to the reported difficulties. Based on the reported information the cause for the difficulties, patient effects, and subsequent treatments are related to the circumstances of the procedure. In this case, a combination of patient age, anatomical conditions, procedure time, and user error all likely contributed to the event. In this case, the attempt of the third device into the calcified profunda, that was already partially closed with two sutures, likely lead to the complete separation due to manipulation during removal. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.